Manufacturer narrative:
The technician recalibrated the bed sensors to repair the bed.

Event description:
Info received indicates the head up, knee down foot out and hi/low up functions are not working, but when any of the function buttons are pressed the hydraulic manifold runs.